Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the clips were not closed and slipped off the pt's vessel. The clips fell into the pt's cavity, but were retrieved. The amount of blood loss is unk. A new device was opened and after the surgeon also opened another companies device which did not work. The procedure was converted to an open procedure. The case was extended by more than 30 mins.